Event description:
It was reported that a female patient underwent a breast augmentation revision with a 330cc mentor smooth round high profile saline breast prosthesis and experienced capsular contracture (baker grade 3) on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor's quality system. FDA correction/ removal reporting no.: (B)(4). Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2022, mentor received additional information regarding the date of event and patient's information. The date of event has been updated to (B)(6) 2022. The patient's race has been updated to white. The patient's ethnicity has been updated to hispanic/latino. The patient's age at the time of event has been updated to 41 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 18, 2022, mentor received additional information regarding the patient's diagnosis and device date of explant. It was reported that the patient had capsular contracture (baker grade 3) on the left side. The device serial number has been updated to (B)(6) in section d4. It was also reported that the patient is to undergo device explantation on (B)(6) 2022. Section d6b. Explantation date: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).